Event description:
It was reported that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had a drilled tip, corrosion and failed cutter insertion. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which determined that the device had a drilled tip, corrosion and failed cutter insertion. It was determined that the cutter insertion failure was due to worn out and loose bearings, which created a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to worn out bearings due to normal use and servicing over time. It was determined that the cause of the drilled tip was failure to follow the directions for use. The burr device was improperly loaded into the attachment device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The attachment device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the motor device was started, the burr device drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.